Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on bending section cover rubber the water tightness was lost, due to deformation of the control unit the water tightness was lost, the adhesive on the bending section cover rubber had a chip, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to damage on the channel tube the channel cleaning brush could not be inserted smoothly, the venting connector under the grip was shaved, the control unit had discoloration, the control unit had a scratch, the connecting tube had a dent and scratch and buckling, the image guide protector had a scratch, the angulation lever had a scratch, the up/down plate had a scratch, the grip had a scratch, the suction cover had a scratch, the diopter ring had a scratch, and the eyepiece had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a bending section cover rubber leak. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the coating of the image guide serpentine is peeled off (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.